Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer¿s blood glucose at the time of the incident was 537 mg/dl. Their current blood glucose was 250 mg/dl. They treated with manual shots. The customer stated they were sick to the stomach. Troubleshooting was performed. The insulin pump passed the basic occlusion test. Due to the customer¿s request the device will be returned for analysis.